Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) battery had migrated. The patient underwent revision procedure, wherein the ipg was moved back up and remains implanted and in use.